Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Corrected fields: e1 (email address and telephone number), e2 and e3. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, no image was caused by the failure of the printed circuit boards and main board. Additionally, it was found that the electronic cards and other parts deteriorated due to moisture ingress into the device. The instructions for use warns the prevention method associated with the event in instruction manual for video system center: keep fluids away from all electrical equipment. If fluids are spilled on or into the unit, stop operation of the video system center immediately and contact olympus. [6.1 precautions for operation] do not use a humidifier near the video system center as condensation may occur and cause fire and/or equipment failure. [8.2 storage] store the equipment in the level position in a clean, dry, and stable location. Olympus will continue to monitor field performance for this device.